Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The primary's downstream occlusion issue was confirmed throught event history log with multiple alarm displayed -cassette not attached properly- messages. The secondary issue did not verified that -dso does not calibrate- during testing. It was determined that the downstream occlusion sensor was faulty and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the dso (downstream occlusion sensor) of the device does not calibrate, during testing. No patient involvement was reported.